Event description:
It was reported that recently after the patient underwent a changeout for a new cardiac resynchronization therapy defibrillator (crt-d), inappropriate anti-tachycardia pacing (atp) was delivered due to low r-waves. Technical services (ts) assessed the strip and concluded the inappropriate treatment was from artifact likely due to air bubbles. The patient was admitted overnight for monitoring with tachycardia therapy turned off. The patient was able to leave the next day with the therapy turned back on. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that recently after the patient underwent a changeout for a new cardiac resynchronization therapy defibrillator (crt-d), inappropriate anti-tachycardia pacing (atp) was delivered due to low r-waves. Technical services (ts) assessed the strip and concluded the inappropriate treatment was from artifact likely due to air bubbles. The patient was admitted overnight for monitoring with tachycardia therapy turned off. The patient was able to leave the next day with the therapy turned back on. This crt-d remains in service. No additional adverse patient effects were reported.